Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2011, a non-abbott stent was placed in the right coronary artery. The patient then returned on (B)(6) 2011, and during the procedure in the mildly calcified and tortuous left anterior descending artery to treat a de novo lesion with 90% stenosis, a non-abbott guide wire was advanced into the patient anatomy. Intravascular ultrasound (ivus) was performed. Pre-dilatation was then performed with a 2.5 x 15 mm trek dilatation catheter. A 2.75 x 28 xience v stent system was advanced into the patient anatomy and the stent was deployed. Ivus was performed to confirm that the implanted stent was expanded well to the vessel wall and no post-dilation was performed. Pre-dilatation was performed with a 2.0 x 15 mm trek dilatation catheter before a second 3.0 x 15 xience v stent system was advanced into the patient anatomy and was deployed so that it overlapped the previously implanted stent. Ivus was performed and the physician confirmed that the implanted stent was expanded well to the vessel wall. Post-dilatation was not performed. The physician then advanced a 2.5 x 28 mm xience v stent system into the mildly tortuous left coronary circumflex artery to treat a de novo lesion with 70% stenosis. No pre-dilatation was performed. The stent was deployed. Ivus was performed and the physician confirmed that the implanted stent was expanded well to the vessel wall. No post-dilatation was performed. The patient was reported as doing well after the procedure; however, an episode of ventricular fibrillation occurred. On (B)(6) 2011, creatine phosphokinase was elevated, but the next day creatine phosphokinase had decreased.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2011, the patient was reported as unconscious, in ventricular fibrillation and went into cardiopulmonary arrest. Resuscitation, including the administration of epinephrine and adrenaline, was attempted; however, the patient died. An autopsy was not performed. Cause of death was listed as arrhythmia. No additional information was provided. Stent: nobori, xience v 2.75 x 28 and 3.0 x 15. Other: aspirin 100 mg/day, ticlopidine 200 mg/day, epinphrine, adrenaline. The 2.75 x 28 mm xience v and the 3.0 x 15 mm xience v are being filed under separate medwatch MFR numbers. (B)(4) - no pre-dilatation. There was no reported product deficiency. The reported death, elevated cardiac enzymes and ventricular fibrillation (arrhythmia) are listed in the xience v instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that the lesion was not pre-dilated prior to implanting the stent. It should be noted that the IFU states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. It is not likely that the lack of pre-dilatation caused or contributed to the reported patient effects that occurred after the index procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.